Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she had been hospitalized due to organ failure and experienced high blood glucose while at the hospital. At the time of this report, customer's blood glucose was 500 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles were found. Insulin exited during a manual prime. The infusion set cannula was not found to be bent. Programming appeared to be accurate, though the settings had recently been modified while customer was at the hospital and was referred to healthcare provider to verify accuracy. Customer was advised to change the entire set, reservoir, and insulin. It was advised tubing clamps would be sent for customer to perform high pressure test to confirm whether the device could detect an occlusion. The insulin pump will not be returning at this time for analysis.